Manufacturer narrative:
H.6. Investigation: customer returned images of a shelf carton for 4mm, 32 gauge nano pen needles from lot 0119870. No images of the pen needle(s) in question were available. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported bd ultra-fine¿ nano pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from spanish: "the last ones that he has been using he discards them because they come covered, no liquid enters or leaves through them."

Event description:
It was reported bd ultra-fine¿ nano pen needle was unable to deliver insulin. The following information was provided by the initial reporter, translated from (B)(6) : "the last ones that he has been using he discards them because they come covered, no liquid enters or leaves through them."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.